Event description:
It was reported that the user and provider suspected an insulin pump malfunction during a meal period, with concerns that insulin delivery and algorithm function were not as expected; review of device reports showed meal and correction announcements, with elevated blood glucose at dinner that could have contributed to the event, and no device alerts were observed. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included review of available pump data and troubleshooting with user education. Investigation of this case revealed no device alerts and no confirmed device malfunction, and the pump appeared to be operating as designed. At the time of this report, the device investigation has not been performed. Once the physical evaluation is completed, a supplemental report will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.